Event description:
It was reported that the patient had a breach in the aseptic technique during peritoneal dialysis. The patient disconnected themselves when they were finishing the second drain, leaving the line in the organizer with an open clamp. The patient returned two hours later and connected again to finish the therapy. The patient was informed of the risk and was advised to visit the hospital. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.